Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 failed to register as being closed and did not open on its own. A field service engineer (fse) found that drawer 6 had failed and would not open. Upon examination, the latch plunger spring was identified as defective, and there was a buildup of residue on the plunger. The fse replaced the plunger spring and the latch end, cleaned the residue from the plunger, reinserted it, and verified proper operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer failed to close and it was not open on its own. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.